Event description:
New information received indicated that programming changes were made for previous post-post t-wave oversensing episodes. Additional post-paced t-wave oversensing episodes were observed on (B)(6) 2016. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Programming changes were made.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended.